Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during procedure, the balloon was able to be inflated as observed on fluoroscopy; however, the manometer did not move. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1184 captures the reportable issue of reading inaccurate. A visual examination of the complaint device revealed that the device does not have visual defects. The gauge needle was at 0 atm. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly. The returned device passes visual and functional tests, consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during procedure, the balloon was able to be inflated as observed on fluoroscopy; however, the manometer did not move. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event.